Event description:
On 10 dec 2007, the sales representative reported that during a mis lumbar fusion, the surgeon was placing a closure top and it was not fitting properly on the tulip head of the screw. The closure top would not engage the screw. The closure top was replaced and the surgeon used the other closure top to finish the case as intended. There was a 15-20 minute delay in surgery. There was no report of patient injury.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.